Event description:
It was reported that patient faced infusion set cannulas kink event on (B)(6)2026. The insertion site was abdomen. The patient experienced hyperglycemia and was treated with correction bolus via pump.

Manufacturer narrative:
MDR (B)(4) / initial 3 of 5 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380